Event description:
Infant became apneic and bradycardic. Code called. Infant responded to resuscitation after removal of 27g premicath line. Approx 3cc of a milky fluid spurted out when the chest was needled.